Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the touch screen was unresponsive. The device was powered on; however, the screen remained black. Upon arrival on site, the customer reported that the medstation screen was black while the communication sled lights were on and all other functions were operational. The field service engineer (fse) powered off the machine and replaced all-in-one board to address the issue. The screen was subsequently replaced. After the repair, the customer was able to successfully access the drawers, and normal functionality was restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the touch screen was nonfunctional. The device was powered on, but the screen remained black. Reboot attempts were made and cables were reconnected, but the issue was not resolved. There were no adverse events or injuries reported based on this event.